Event description:
I got mentor textured breast implants 7 years ago, I'm experiencing tremendous health problems digestive disorders and allergies (diagnosed celiac with a further diagnosis on the way), arthritic conditions, and so much more. I'm normally a very healthy (B)(6) woman I'm active and I eat a vegetarian diet for most of my life. My health has been deteriorating for the last two years very quickly and I'm scared!!! Any help you can give me would be appreciated. FDA safety report ID# (B)(4).